Event description:
On (B)(6) 2012, the reporter claimed that the patient became sick with symptoms described as "vomiting and stomach hurt" while he tested positive for ketones. His blood glucose at the time of concern was 450 mg/dl. The patient was taken off of the subject pump for 2 days. The reporter gave the patient insulin via syringe until his blood glucose stabilized. When patient continue insulin pump therapy after a site change, his blood glucose reportedly remained within the normal range. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The reporter did not want to thoroughly troubleshoot the issue since the incident occurred 3 weeks ago. It is not clear if a product malfunction, use error, or diabetes management was the attributing factor to the alleged incident. This complaint is being reported because the patient had symptoms suggestive for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 07/19/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed that the keypad was torn over the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All keypad buttons were found to be responding appropriately.